Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 46 mg/dl at the time of the incident. The customer went off the pump for about a week after the incident. The customer was at 173 mg/dl at the time of the call, and was also over 600 mg/dl at some point prior to the call after treating for the low. The customer used candy to treat the low and insulin pens for the highs. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had sensor glucose versus blood glucose differences. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.